Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR as pt has requested. If add'l info becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that, "the pt came to office complaining of hip pain. X-ray revealed poly wear with head migration. Surgery to revise scheduled. Poly exchange of liner to 10 degree 32 d liner and pca head 32 mm +5 were implanted. No further info provided per hosp confidentiality policy."